Event description:
The customer received a troponin t stat (tnt) result for one patient sample. The initial result was 0.05 ng/ml and was reported outside the laboratory. The result was questioned by the physician and the sample was repeated. The repeat result was 4 ng/ml. The repeat result was believed to be correct. A corrected report was issued and the physician was notified. The patient was not adversely affected. The tnt reagent lot number was 17328701 with an expiration date of 07/31/2014. The field service representative could not find a cause and took no corrective action. He found all service checks passed within specification and qc was within the assay range.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time and was not using the recommended sample rack tube adapters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.